Manufacturer narrative:
The loaner was returned to olympus for evaluation. During inspection and testing, the allegation of an b30 (scope communication error) code was confirmed. It was determined, the error code was due to water invasion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported an olympus loaner asset, evis lucera bronchovideoscope displayed a b30 (scope communication error) code. There was no procedure nor patient involvement associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct additional manufacturer narrative. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. After the evaluation was completed, it was clarified that the reported error was not reproduced/confirmed during inspection and that there was no water invasion found. Although the b30 error was not reproduced, it could have temporarily occured due to the following; a temporary failure of the charge-coupled device (ccd) unit and/or internal scope connector circuit board by device handling (earth wire was not connected, insertion/removal of scope connector while powered on, dirt/fluid adhered to the scope connector contacts), or a failure of the system. The event can be prevented by following the instructions for use (IFU) which state: "important information: please read before use: warnings and cautions: do not connect the endoscope connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor." Olympus will continue to monitor field performance for this device.